Event description:
Following an atrioventricular nodal reentrant ablation procedure, a 3mm effusion was noted on the right side during the exercise tolerance test (ett) post procedure. The patient is under follow up.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.